Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft. Approximately two (2) years post initial implant a patient presented with a type ia and type ib endoleak. The physician elected to perform a secondary procedure. During the secondary procedure the physician stated there was no visible endoleak but there was aneurysm enlargement (unknown diameter). The physician performed an extension which gained (1 cm) of additional seal and extended the left cia which gained an additional (2 cm) of seal. No endoleak was noted on the final angiogram. There has been no additional patient sequelae reported at this time.

Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were made and an inadequate response was received. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Device code - remove 1354. Conclusion code - remove 11.